Manufacturer narrative:
Follow-up #1: date of submission 02/16/2017. Device evaluation: the device has been returned and evaluated by product analysis on (B)(6) 2017 with the following findings: the black box and cgm history showed evidence of a cs 215 cgm failure warning. The battery compartment was found to be cracked. The pump was unable to pair with a test transmitter due to a cs 215 warning occurring the first pairing attempt. The pump¿s cover was removed and there was intermittent condition found to the continuous glucose monitor module due to moisture corrosion at the inter-board gold pin. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed a battery compartment crack as well as moisture within the pump. This report is made based on results of investigation completed on (B)(6) 2017.